Manufacturer narrative:
(B)(4). This report is related to a journal article, therefore no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the surgeon believe there was any deficiency with the prolene sutures used in this procedure? Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Does the surgeon believe that ethicon products (prolene) involved caused and/or contributed to the adverse events described in the article? Please provide the specific product code and lot number involved.

Event description:
It was reported in a journal article entitled: erosion of prolene sutures into the bladder after abdominal sacrocolpopexy author(s): marisa m. Clifton & howard b. Goldman citation: int urogynecol j (2015) 26:1875¿1876; doi 10.1007/s00192-015-2750-5. The study presented a (B)(6) -year-old woman with symptomatic prolapse and mixed urinary incontinence who underwent total abdominal hysterectomy, abdominal sacrocolpopexy and burch procedure in 2006 where prolene sutures were used. In 2011, the patient developed pelvic pain, hematuria, and recurrent urinary tract infections; and cystoscopy showed 1 cm calculus with a visible tail of prolene suture approximately 2 cm medial and posterior to the patient¿s left ureteral orifice. Flexible endoscopic scissors were used to cut the prolene suture underneath the stone and a 1, 000 um holmium laser fiber was used to excise the remaining prolene suture arm. One year later, she developed recurrence of symptoms and was found to have erosion of a separate prolene suture at the base of the bladder with associated calculus which was managed endoscopically with resolution of symptoms. One year later, symptoms recurred several prolene sutures had eroded at several locations within the bladder with evidence of eroded intravesical sacrocolpopexy mesh into the bladder at the site of a previous suture perforation. Transabdominal transvesical removal of the sacrocolpopexy mesh and abdominal sacrocolpopexy with autologous fascia in 2014 due to continued recurrence of prolene suture extrusion and the evidence of sacrocolpopexy mesh within the bladder. Postoperatively, the patient did well with no recurrence of symptoms. Additional information has been requested.